Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, with concerns that the system delivered too much insulin during periods of increased walking, leading to a low of 60 mg/dl and difficulty returning to range despite treatment with oral glucose; the user also reported discontinuing dinner meal announcements and using inconsistent meal sizes. Symptoms included hypoglycemia without loss of consciousness or other acute events. Outcomes included transient impact on daily activities, with no need for professional medical intervention or backup therapy. Investigation included troubleshooting, user education, and assignment for additional training focused on meal announcements, correct meal size selection, and hypoglycemia management. Investigation of this case revealed user technique issues related to meal announcements and meal size selection, with no alerts or alarms and no device suspension reported. It was concluded, based on previously established findings for similar reports, that user technique and therapy use contributed to the event.